Event description:
The patient was experiencing stimulation in the wrong location; she felt the stimulation on the opposite side of the body, as opposed to where she used to feel it. The patient symptoms were located at the paresthesia area. Impedances were normal. It was determined that the lead had migrated due to patient falls. The health care professional planned to do a lead revision in the near future to restore appropriate therapy. Additional information has been requested from the health care professional, a follow-up report will be sent if additional information becomes available.